Event description:
Per the clinic, the patient experienced cholesteatoma and extrusion of electrode array through the ear canal. There are plans to explant the device; however, this has not occurred as of the date of this report.